Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted (elevated). Reportedly, the customer was using apidra insulin and insulin appeared gelled at the luer lock. Customer indicated that apidra would be changed to humalog.